Event description:
It was reported that, "while tightening set screw, surgeon said screw just kept turning. He believed the ball ring was oriented where the opening was directly under the set screw. As he advanced the screw, it wouldn't tighten down."

Manufacturer narrative:
Additional info has been requested. Investigation results will be submitted in a supplemental MDR report when investigation is concluded.